Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that yesterday they had an car accident and the crash was intense. Patient mentioned that after the crash they were feeling the stimulation in a different way. Patient wanted to confirm what could be done for this feeling. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that they had a car crash yesterday. Patient says they were sitting in their car today and their buttock started hurting where the implant is. Patient said their left arm also hurts. Patient stated their left arm is trembling. Patient stated they were in the car today when this happened and thinks the heat might have something to do with it. Patient said is no longer inside the car but they feel cold, anxious and their hands are shaking. Patient stated they don't have their handheld devices available and would like to maybe turn the therapy off or turn the stimulation down to see if that helps. Agent advised patient to call 911 to get inmediate assistance. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.